Event description:
It was reported via a merlin.net transmission that the device recorded a nonsustained lead noise episode for post-paced t-wave oversensing. Device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that subsequently, non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were made.